Manufacturer narrative:
The ventricular lead was not returned for analysis. Thus, this report refers exclusively to the pacemaker analysis. Prior to the analysis of the pacemaker, the quality documents accompanying the manufacturing process for this pacemaker and the associated lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, a device interrogation was properly feasible. The eri battery status was activated on (B)(6) 2023, confirming the clinical observation. The memory content of the pacemaker was evaluated. Battery condition and current consumption were found to be normal and as expected. Lead impedance trends of the ventricular lead did not show any conspicuities. The reported events of the year 2021 could not be confirmed due to the lack of data, which resulted from execution of several manually triggered resets. However, it is assumed based on available data that between (B)(6) 2020 and (B)(6) 2021 the safety backup mode was activated. In the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption. In this case, the user is notified with a device status error message upon interrogation. However, no further statement can be made. During the further course of the analysis the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device was explanted due to eri message and rv lead dislodgement. Should additional information be received, this file will be updated.